Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient felt a twinge in the area of the implant and it was quite painful. It was further reported the patient felt as though it had moved. The icm remains in use. No further patient complications have been reported as a result of this event.